Event description:
It was reported that during a bilateral hip arthroscopy, the surgeon pressed the multivac 50 wand tip inside the patient in a way that bent and broke inside the patient. The doctor was aware that he did not follow the instructions for use. The procedure was completed using a s+n backup device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device on a blue surface, with the bent/broken shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include the application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated.